Event description:
It was confirmed that the patient with the foreign body in the lung is an oncology patient and because of his illness he needs to undergo an MRI. N addition it turns out today that they also used in the same procedure a 19g ebus needle ((B)(6)), so the metal coil could be from the 19g needle. So the same question is also about the 19g needle. We don¿t have the needle because it was thrown into the trash by the staff.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation with corrections to the initial with information inadvertently left out. The subject device was manufactured on october, 2022 based on the provided 3 digit lot information "2xv". The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The complete evaluation results are as followed: olympus checked the actual product and did not find the events you indicated (broken and missing needle tube and tip coil). Insertions and needle tubes were checked and no defects were found. The operation of the needle tube was checked and there were no problems with thrusting or retracting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the suggested event occurred due to the metal part was caused by (B)(6) needle tube breaking. However, the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to h2 and h3 that were inadvertently left out of the first supplemental report.

Event description:
The customer reported that a patient who underwent an endobronchial ultrasound (ebus) fine needle aspiration procedure that used a single use aspiration needle 21g was diagnosed to have a foreign body (metal part) by x-ray in the lung. A second bronchoscopy was performed in order to take out the metal part but without success. The metal part remains in the lung. The patient was left for monitoring in the hospital. The patient was released from the hospital and there was no report of worsening of condition related to the foreign body in the lung. Additional information received that the patient needs to undergo a magnetic resonance imaging due to patient's illness. Additionally, it was confirmed that a 19g needle was also used in the same procedure, hence, the metal coil could also be from this device. The needle was thrown into the trash by the staff. The hospital prohibited the continued use of ebus needles of same model. There were no reports of further patient or user harm associated with this event. Patient identifiers: (B)(6) - 1 (21g) of 2 needles. (B)(6) - 2 (19g) of 2 needles. This report is for (B)(6) .

Manufacturer narrative:
The subject device has been returned for evaluation but has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.